Manufacturer narrative:
Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, as information was not forthcoming, there was no allegation or indication a device malfunction contributed to these adverse events. In addition, the reasons for the deployment of a second valve cannot be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, a second 29mm sapien 3 valve was implanted in a 29mm sapien 3 valve in the mitral position. The first sapien 3 valve was implanted inside a pre-existing ring by transapical approach. No further clinical information is available.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The instructions for use (IFU) state the following warning: incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment. Furthermore, the IFU states the following precaution: safety and effectiveness have not been established for patients with the following characteristics/comorbidities: pre-existing prosthetic ring in any position. Paravalvular or transvalvular leak and device migration or malposition requiring intervention are listed in the IFU as adverse events associated with the tmvr (valve in valve) procedure. Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, information was not forthcoming from the physician; there was no allegation or indication a device malfunction contributed to this adverse event. In addition, the reasons for the deployment of a second valve cannot be determined. It is possible that placement of the round shaped sapien 3 valve within a pre-existing d-shaped ring resulted in pvl, requiring an additional valve to be placed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.